Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2206911: 18 items manufactured and released on (B)(6) 2022 . Expiration date: 2027-may-18. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on (B)(6) 2022. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2204276. Lot 2204276: 199 items manufactured and released on (B)(6) 2022 . Expiration date: 2027-may-05. No anomalies found related to the problem. To date, 166 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 weeks after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.